Event description:
It was reported that the device was not able to be interrogated. Technical service was called and no telemetry was available. Three magnets were tried to reset the device and did not work. The device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary : (B)(4) : the device was returned and analyzed and it was noted the failure disappeared during analysis.